Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple unspecified malfunctions occurred. The customer's blood glucose (bg) level was 480 mg/dl. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, potassium, magnesium, and vitamin d3. Reportedly, the customer was released on (B)(6) 219 with the issue resolved and no permanent damage. The customer reverted to an alternate pump for insulin therapy.